Event description:
It was reported that there was a reader position issue with no telemetry when attempting to use mycarelink with a leadless implantable pulse generator (ipg). The patient tried to send a transmission several times without success, and an error code 3230 was displayed, indicating the reader was off the monitor base and had powered down, was off the base station and had no battery life remaining, or was out of range of the monitor. Troubleshooting steps included the patient trying both the old and new reader, unplugging and plugging back the monitor, placing the reader directly on the skin, switching readers, and attempting transmission again. The issue persisted, and the patient was referred to the clinic to check the device implant information. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.